Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to dislodgement. They attempted to reposition the lead back in the atrium, but the helix wouldn't retract. Also, the patient was has a-fib, so the lead was not replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.the analysis revealed a deformation of the inner conductor coil close to the is-1 connector pin. This damage was most likely caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Subsequent inspection revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen by means of stylets used during the surgery.furthermore the outer conductor coil was found deformed at approx. 18 cm distal to the is-1 connector pin due to a suture tied around the lead body. In this region the insulation was found damaged. It is reasonable to assume that the suture disabled a proper retraction of the helix during the surgery.the cuts in the insulation at 16 cm distal to the is-1 connector pin most likely resulted from the explantation procedure.the analysis did not reveal any sign of a material or manufacturing problem.